Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient's stimulation was stronger than it normally was and had been going on and off for about 4 days prior to (B)(6) 2016. The patient started realizing this change when they were around the air conditioner remote that had a strong magnet. The patient might have had it close to their implant at some point. The patient still had symptom relief, but their stomach did hurt and felt like they had done a lot of push-ups. The patient would have an appointment with their managing health care provider (hcp) on (B)(6) 2016. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.